Event description:
Physician reported a pt who ws implanted on 26 september 1997 in the upper left and right vermilion and lower vermilion border. The procedure was uneventful and the physician noted moderate edema in the upper and lower vermilion border areas after the procedure. The physician prescribed prophylactic-peri/post procedural 5 day course of famvir and cephalexin, from 25 september 1997 to 30 september 1997. On 30 september 1997 the sutures were removed and the physician noted general edema in all the implant sites. On 07 october 1997 the physician noted that all areas looked well healed. On 13 october 1997 the pt reported that something white appeared to be coming out of the left side incision in the lower vermilion border and that it hurt. The physician then examined the site and noted elicited tenderness to touch, no signs or symptoms of infection, no sign of extrusion or lesions. She prescribed oral ceftin from 13 october 1997 through 20 october 1997, oral valtrex and bactraban topical ointment for the affected site. On 24 october 1997 upon examination, the left lower incision site appeared to be infected; the physician on manipulation was able to express pus from the area. She cleaned the site, leaving it open to drain, and restarted the pt on famvir from 24 october 1997 through 29 october 1997. On 25 october 1997 the physician's associate removed the left vermilion border implant without complications. No new interventions were prescribed. On 27 october 1997 the physician noted that the explant site was well healed and the upper vermilion border implant sites appeared normal in appearance. On 07 november 1997 the pt reported discomfort in the left upper lip (exact location unk). The physician noted a small lump in this area. She injected kenalog into the site; further description or diagnosis for the lump was unavailable.